Manufacturer narrative:
(B)(4). The unit was received loose without its original packaging. The returned sample was visually examined with and without magnification revealing that the stapler was received with the trigger partially engaged. One partially formed staple was received jammed in the stapler tip. The staples in the cartridge appear misaligned. No other defects or anomalies were observed. The stapler was received with 35 staples remaining in the cartridge indicating that no staples were successfully fired by the end user. An attempt was made to fire the stapler. The misalignment of the staples is preventing both sides of the staple from loading into the forming tool. Upon removal of the cover block, it was confirmed that the internal plastic latch of the trigger is broken. The broken latch was visually examined with no evidence of mismolding or a manufacturing related error. No pieces are missing. The rest of the stapler assembly was confirmed to be correct. Other remarks: therefore, based upon the condition of the sample received and the time of discovery, operational context caused or contributed to this event. A corrective action is not required at this time as the time of discovery and the type of damage observed indicate that operational context caused or contributed to this event. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the staples are sticking and not coming out of the stapler. The patient's condition was reported as fine.